Event description:
Hamilton medical ag received the following description: the device was ventilating the patient when it stopped suddenly. The device was showing multiple alarms related to the blower. The ventilator was replaced with another one. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the investigation outcome. It was reported that the device was ventilating the patient when it suddenly stopped. The device then displayed multiple alarms related to the blower. The ventilator was subsequently exchanged. No patient harm was reported. Hamilton medical ag received and analyzed the device log files. The analysis confirmed that during ventilation, technical fault (tf) 431001 ¿ blower fault and tf 446029 ¿ ambient failure detected were triggered. Please see below an extract from the logfiles 117/2026-04-06 12:14:15/power /off ventilation software 118/2026-04-06 12:13:32/tf /446029 119/2026-04-06 12:13:32/tf /1746004 120/2026-04-06 12:13:32/tf /431001 121/2026-04-06 12:13:32/tf /1446029 122/2026-04-06 12:13:32/tf /1485001 the service technician replaced the blower module. Following the repair, the device successfully passed all service software checks and was returned to clinical use. Hamilton medical ag considers this case closed.